Event description:
The valve was implanted in 1990, on may 23, 1997, the pt was admitted with severe headaches and underwent shunt revision. The valve was explanted.

Manufacturer narrative:
Visual examination: an h-v lumbar valve without original package was received. No visual defect was noted. Functional testing: patency testing of the valve revealed no anomalies. The valve was found to be within visual/mechanical specifications. The valve was within pressure range. The cause for the reported incident could not be determined. B3, b5, and d8: date of event was 6/9/97 and not 5/23/97.